Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -7.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. On (B)(6) 2022 the lens was exchanged with a same model/length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).